Manufacturer narrative:
The customer reported when the secondary bag was empty, it did not pull from the primary, creating air in line. The customer returned the primary sample, material 11171447 and lot 23085150, and the secondary of material 10013364t and lot 23029136. The set was visually examined for defects and abnormalities. No defects or abnormalities were observed. The sets were maintained in the same setup as returned, and then infused with water. The secondary set was primed with water that contained blue dye, and the primary hung below that with lactated ringer's. The setup was left to run at 100ml/hr for an hour. The secondary fluid was intentionally left too shallow, and before the end of the infusion, the secondary had no liquid. This did not cause any issues, the pump only pulled from the primary set even when the secondary set was empty. The complaint could not be verified. A member of our clinical team reached out in the early part of 2024 about the issue. The issue was deemed to be more of a clinical practice issue, and no functional problems were found with the sets. Device history record review for model 11171447 lot number 23085150 was performed. The search showed that a total of (B)(4) lot number was built on (B)(6)2023. Device history record review for model 10013364t lot number 23029136 was performed. The search showed that a total of (B)(4) lot number was built on (B)(6)2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of these sets. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Event description:
It was reported that bd alaris pump module smartsite infusion set had air in the line. The following information was received by the initial reporter with the following verbatim: were you able to review the sample? We just had another incident occur with the bd alaris tubing¿ when the secondary bag was empty/complete, the primary bag did not drip for flush which led to air in line from secondary line connection (into primary line) to alaris channel. The primary line was not clamped, and it was verified all connections appeared appropriate. The primary bag was hung using 2 hangers. Unable to flush agent through remainder of line due to air.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.